Event description:
A malfunction alarm related to the tandem mobi cartridge was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer will use multiple daily injections as backup therapy to ensure continuous insulin delivery and was informed about receiving a pump with updated software. Instructions were given on returning the problematic pump, putting it into storage mode, and programming the replacement pump. The customer understood and acknowledged all instructions provided, including not requiring a signature for delivery.